Event description:
Pt contacted dexcom technical support on (B)(6) 2012 to report that end of sensor wire had broken and that he feels it inside his skin. At the time of her call to dexcom technical support, pt was not complaining of any add'l complications.

Manufacturer narrative:
Dexcom, inc and FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.